Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In 2017 hearing and speech understanding with the device became worse. A progressive number of affected channels were seen since activation in (B)(6) 2014. The user has been re-implanted.

Event description:
In 2017 hearing and speech understanding with the device became worse and worse. A progressive number of affected channels were seen since activation in (B)(6) 2014. Re-implantation is scheduled for (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.